Event description:
While reviewing internal programming history it was noted on (B)(6) 2011, that a vns patient's device was interrogated and the settings were 2/30/250/30/0.8, a system diagnostic test was performed and a final interrogation was not performed. On the next recorded visit (B)(6) 2011, at the first interrogation the device settings were 1/20/500/30/60 which are indicative of a interrupted system diagnostic test. Prior to the patient leaving this visit the device was programmed to intended settings.

Manufacturer narrative:
Analysis of programming history.